Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, and displacement test. Insulin pump trace download analysis confirmed the pump alarmed power error and low battery. The power management tool confirmed pump error and low battery alarms were triggered when the loaded voltage was less than 3.5 volts for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had low battery alert. Customer's blood glucose was unknown at the time of incident. It was reported that the battery lasted less than a week. It was reported that the insulin pump alarmed low battery even after battery change. There was no indication that the issue was resolved during the call. The insulin pump will be returned for analysis.